Event description:
It was reported, the camera cable was out of order and there was interference in the image. The issue occurred prior to a urological procedure (cystoscopy). There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device is expected to be returned for evaluation. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera cable was out of order and there was interference in the image. The issue occurred prior to a urological procedure (cystoscopy). There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition device evaluation found the water tightness was lost. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to deterioration of cable unit, noise occurs and no image is displayed. Due to poor water-tightness of cable unit, water tightness is lost. Olympus will continue to monitor field performance for this device.